Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was discovered that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. No intervention was performed. The patient was in stable condition.

Event description:
New information noted that programming changes were performed. The patient was asymptomatic.